Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that during evaluation of the device, the ventilator generated an error which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time of the event occurred.